Event description:
Reportedly, patient underwent a laparoscopically assisted vaginal hepterectomy initially, a reoperation was required due to patient having low hematocrit post-operatively. Exploratory laparoscopic was performed and excessive bleeding was noted at the staple line. Doctor did not notice any malformed/under formed staples. Clips placed along staple line. Nothing unusual was noted with the instrument during initial surgery. No transfusion needed. No staple-line reinforcement used. No further patient injury reported.